Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a "service gas system" error message on the electronic pt gas system (epgs). The epgs seemed to fluctuate. Device was not changed out, as the issue occurred towards the end of the case and they were able to finish the case with the unit. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt. Per the clinical review on (B)(4) 2014: just prior (five mins) to weaning from cpb, the perfusionist (ccp) heard a grinding noise coming from the epgs and the measured gas flow rate display on the central control monitor (ccm) was bouncing between about 0.8 1/min to 1.2 1/min. The gas flow indication (flow rate) on the mechanical gas flowmeter was not bouncing (as seen on the ccm). This did not impact the delivery of gas to the oxygenator and did not delay the procedure. Shortly after coming off cpb, a svc gas system alert sounded and was posted on the ccm. The system was not used again until repaired by the manufacturer.

Manufacturer narrative:
Eval is in progress, but not yet concluded.